Manufacturer narrative:
Date of event: approximated based on the date of explant.

Event description:
It was reported that the patients ipg pocket was deteriorating and opening slightly. Antibiotics were prescribed. Due to fear of infection, the patient underwent an ipg explant procedure. The patient reportedly feeling better.